Manufacturer narrative:
Subsequently, a revision procedure took place. It was noted that the rv lead possibly experienced a sub-clavian crush causing high shocking impedances to be recorded. The rv lead was capped and buried and replaced. A new device was also implanted. The explanted ICD will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory a review of the device memory showed multiple <20 ohms shocking impedances measurements. The device was then attached to a 50 ohm load on the shock channel and did a manual lead impedance measurement which showed normal impedances measurements. Pacing, sensing, and shocking functions were verified. It was suspected that the out of range impedances was most likely due to the right ventricular lead which experienced a subclavian crush causing high shocking impedances to be recorded. The right ventricular lead was capped and buried. Next longevity of the device was verified, which showed that the device failed longevity. The ventak prizm dr he eri can be tripped either by voltage or charge time. Analysis confirmed that the eri timestamp was tripped by charge time, rather than battery voltage. Laboratory testing also revealed that the battery cell in this device had sufficient capacity remaining, but had an excessive build-up of internal impedance that was higher than allowed for by design. This resulted in the device's inability to utilize all available battery capacity. Analysis confirmed that the device had depleted prematurely while the out of range impedances was the result of a damaged right ventricular lead.

Event description:
Boston scientific received information via a phone call that during a follow up of this implantable cardioverter defibrillator (ICD) measurements of low shocking impedances and high shocking impedances were noted. The device also triggered premature elective replacement indicator (eri) and the customer wanted to know if out of range shocking impedances were the result of the device triggering eri. No adverse patient effects were reported. Technical services discussed that it appears that there is no issues with the device and suggested checking the right ventricular (rv) lead integrity before implanting a new device. A possible issue with the leads was suspected as well as premature battery depletion due to extended charge times. No adverse patient effects were reported.

Manufacturer narrative:
At this time the system remains implanted should additional information become available this event will be updated.